Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, capnography was unable to be assessed as the tip of the "filter was occluded with a piece of plastic". No patient harm, injury, or oxygen desaturation. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). No sample was returned for investigation. The manufacturing site reports "no sample was returned for investigation. However, customer has provide photo. The reported failure due to the tip of the filter was occluded with a piece of plastic. Based on the photo provided, the actual reported defect was not identified. Further investigation could not be conducted to identify the root cause of occluded on the complaint sample since there is no returned sample. In current manufacturing procedure , 100% visual inspection, drop test and leak test after assembly process is conducted. There is similar complaint reported for the same lot. The mentioned product housing was supplied by our supplier, and hence supplier corrective action request (scar) and nc has been issued, root cause analysis and identified corrective actions will be implemented through this scar. Assembly process will be conducted in our manufacturing site for the product after receive the part item from supplier."

Event description:
It was reported that while in use on a patient, capnography was unable to be assessed as the tip of the "filter was occluded with a piece of plastic". No patient harm, injury, or oxygen desaturation. The patient status is reported as "fine".